Event description:
Complainant in japan reported the patient was on impella cp support and during support, a purge pressure low alarm occurred about 7 hours after insertion. The purge set was replaced, but the situation did not improve, and the automated impella controller was replaced, but there was no improvement. While pump replacement was considered, the purge fluid was changed from 5% glucose to 10%, and the purge pressure returned to normal. Support continued and there was no patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Manufacturer narrative:
The investigation of purge leak pump has been completed. The data logs show that around 7 hours purge pressure low alarms were triggered and the purge flow increased to about 30ml/h. The returned product was purged with a syringe and fluid was noted to be built up and leaking around the reservoir. Based on the data log and returned product analysis, the root cause of the purge leak pump is most likely to a damaged sidearm reservoir.